Event description:
The antirotational insert of the trial offset 3mm broke and remained attached the tibial puncher, while the body of the trial offset remained stuck in the tibial canal. About 45 minutes were required to remove the broken part and the surgeon had to remove part of the tibial bone to be able to grab the offset. Broken part retrieved and surgery completed successfully. Bone quality normal.

Manufacturer narrative:
Batch review performed on 12 march 2026. Lot 2259674g: (B)(4) items manufactured and released on 25-jun-2025. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Visual inspection performed by r&d project manager the visual inspection confirms a breakage of the retentive system that locks the trial offset to the tibia keel puncher. The fixation ring and the locking insert became removed from the body of the trial offset, making it difficult to remove the offset itself from the tibia. Clinical evaluation performed by clinical affairs department. An intraoperative instrument offset thread breakage occurred, resulting in retention of components within the tibial canal and necessitating prolonged and more invasive retrieval maneuvers. This led to iatrogenic bone loss and reported weakening of the tibia, representing a clinically relevant adverse event. The available postoperative radiograph shows a final implant configuration with acceptable coronal alignment; however, it does not allow assessment of the reported bone loss or structural compromise due to the availability of a single projection. Further clinical and radiographic follow-up would be necessary to evaluate potential long-term consequences. Root cause: the issue was likely influenced by a combination of the inherent mechanical limitations of the design version involved and the forces applied under the specific conditions of use.